Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported difficult to remove (anatomy) resulting in tissue damage was due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was being prepped; however, loss of fluid column was observed. The sgc was re-prepped with a new stopcock, but there was still loss of fluid column. The sgc was not used in the patient, and the procedure continued with a new sgc. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught with the chordae during placement. Troubleshooting was performed, and the clip was freed. Then a chordal rupture was observed. The cds was retracted back, and the clip was re-positioned to be placed lateral to the first clip and the clip was deployed. The chordal rupture was left untreated two clips were implanted, reducing mr to 3. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.